Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The caller stated that no audible click could be heard when attaching the infusion tubing into the connector of the infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.